Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right ventricular (rv) pacing impedance measurement measuring, less than 200 ohms. This declared a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar. At this time, the system remains in service. No adverse patient effects were reported.